Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow-up report upon its return and investigation completion.

Event description:
A customer reported an x8-2t transducer would not articulate on an epiq cvx ultrasound system during use. The suspect transducer has been replaced by the customer biomedical department to resolve this issue. There was no patient or user harm associated with this event.

Manufacturer narrative:
Evaluation of the transducer could not confirm the articulation issue as described by the customer. However, investigation of the device revealed the knob on the mid-handle is broken. There are scratches on the itube, mid-handle, sensor tip and cap. The transducer articulation mechanism was fully functional and met all articulation angle specifications. The physical damage to the transducer inhibited the overall performance of the device and is indicative of improper maintenance.